Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead had dislodged from the lateral branch and was positioned in the main branch of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2013. (B)(4).